Event description:
During patient use, after the care giver removed the power pack battery, while using the backup battery, a 'power save on' message was displayed with an audible alarm and the ht50 stopped ventilating. The display settings were blank at that time. After a while, a 'system failure' alarm occurred while using the power pack battery, when the care giver pushed silence/reset button. When reset button was pressed again, the ventilator started ventilating at previous (original) setting. All the settings data were displayed normally. The problem was not duplicated so far. The ventilator ventilated normally for one hour. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Though requested, additional patient information was not provided.